Event description:
It was reported that the patient developed unspecified injuries following the use of rhbmp-2/acs in a lumbar spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging study films were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.